Manufacturer narrative:
Event site address: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during clinical use the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Balloon rupture has been reported, blood entered the pump. No harm reported.